Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that the insulin pump display was frozen screen and critical pump error. Customer blood glucose reading is 147 mg/dl. The time clock does not advance. Customer also had pump error 35 and unable to clear it. Insulin pump will be returning for analysis.

Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery noted in the insulin pump history and critical pump error (open book image) alarm during testing due to out of spec force sensor zero offset ( -000.2 mv). Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. No frozen display noted during testing.